Manufacturer narrative:
Upon receipt of the device, log entries #9 and #10 could not be accessed in saver-evo, as per the reported fault. Information from the technical log showed the startup-ECG sector value for log entry #10 was significantly above its valid range of values. The startup-ECG sector is used by saver-evo to determine the start of the current record and the end of the previous record. The erroneous high value logged for this had therefore resulted in a saver-evo overcalculating the duration of log entry #9 and failing to interpret both log entries. During the investigation, the device recorded all power ons without fault and each was downloaded successfully in saver-evo. The investigation was unable to reproduce new log entries of the reported nature on the returned device. The unit was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes, with no issues relating to the memory recording functionality observed during this time. As the fault relates to an isolated data processing error within saver-evo, the issue would only have become apparent during post-market review of the memory. The fault would therefore not have impeded the device¿s ability to deliver shock therapy, as demonstrated during the investigation. Furthermore, the reported issue of the device issuing ¿memory full¿ prompts, with a memory capacity displayed within saver-evo at 19%, was confirmed upon receipt. The memory capacity display in saver-evo represents the total ECG/icg memory used by the device and therefore corresponds to the total recording time of the device since installation. Information from the device memory showed over 130 manual power cycles of under 1-minute duration recorded during the first 6 months of installation of the device, which would suggest the user was regularly power cycling the device. The user would have been alerted with ¿memory full¿ prompts from the (B)(6) 2019. However, in this case the ECG/icg memory capacity remained at 19% due to the short duration of the power cycles. As per the labelling review, the device should be power cycled once during monthly maintenance checks and should not be powered on unnecessarily. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Memory full prompt. Error code could not be confirmed there was no patient involved in this event.